Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The manufacturer received information alleging that a 16-year-old patient was reportedly found hypoxic when on a ventilator. No alarms were observed. The patient stated that they may have been laying across the tubing. The patient was reported to be pretending to sleep at the time of the incident. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging that a 16-year-old patient was reportedly found hypoxic when on a ventilator. No alarms were observed. The patient stated that they may have been laying across the tubing. The patient was reported to be pretending to sleep at the time of the incident. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. On the previously submitted report, section b, "adverse event/product problem" was selected incorrectly as "product problem" only . It is corrected on this report. The "adverse event/product problem", "both" has been selected to reflect both an alleged product problem and serious injury. In addition, the b5 narrative has been updated to state the following: there is no allegation of permanent harm or injury.

Event description:
There is no allegation of permanent harm or injury.